Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Complaint could not be confirmed and root cause is undetermined.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap cannula breaks off. This occurred on 90 occasions during use. The following information was provided by the initial reporter: bent patient end needle. The customer said that pen needles were bent easily and some of them were broken when injected insulin.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/22/2020. H.6. Investigation: eighty three sealed 32g x 4mm pen needle samples were returned from lot. No. 8297665, cat. No.320566. Visual examination was carried out on all eighty three sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap cannula breaks off. This occurred on 90 occasions during use. The following information was provided by the initial reporter: bent patient end needle. The customer said that pen needles were bent easily and some of them were broken when injected insulin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap cannula breaks off. This occurred on 90 occasions during use. The following information was provided by the initial reporter: bent patient end needle. The customer said that pen needles were bent easily and some of them were broken when injected insulin.